Manufacturer narrative:
An event of valve leaflets would not open or close was reported. The investigation at abbott revealed multiple cuts on the cuff. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 21mm regent valve was chosen for implantation. Once implanted, the valve leaflets would not open or close when testing the valve. It was reported that it was possible that the valve was oversized. The 21mm regent was removed, and a replacement 19mm regent valve was implanted successfully. At the end of the procedure, the patient had difficulty being removed from cardiopulmonary bypass (cpb). The patient was placed on an impella device. After the procedure, the patient was transferred to a different hospital. On an unknown date, the patient died due to an unknown cause. The physician thought it was unrelated to the valve and that it was possibly due to undiagnosed pulmonary hypertension. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 21mm regent valve was chosen for implantation. Once implanted, the valve leaflets would not open or close. It was thought that mis-sizing may have occurred. The 21mm regent was explanted and a replacement 19mm regent valve was implanted successfully. The patient had trouble coming off the pump. There was reportedly a clinically significant delay.